Event description:
Sorin group received a report that the s5 roller pump had difficulty starting upon power up during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set up, the s5 roller pump had difficulty starting when powered up. A sorin representative could not reproduce the problem. The pump was returned to sorin group USA. Inspection found it to be working as expected. The problem could not be reproduced. All testing found no issues. No further investigation is required. No trend has been identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.